Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped their treatment due to discomfort. They had sent in previously video in (B)(6) 2021 that the aligners were causing tmj and they were still told to continue with the aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.